Manufacturer narrative:
(B)(4). The customer's report of cracks and leaks from the accuslide was confirmed. The root cause of the leaks in the accuslide base assembly is due to environmental stress cracking caused during the sterilization process.

Event description:
Customer reported visible cracks and leaking in the accuslide flow regulator. No pt harm was reported. Customer states that no further patient/event info is available.